Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump black box contained no data from the time of the event due to continued patient use. The pump daily insulin delivery totals were found to correctly reflect the user programmed basal rates. No activity related to the complaint was observed in the pump black box. The rewind, load, and prime steps were performed successfully. A force sensor calibration test was performed and confirmed that the force sensor was within specifications. The pump was exercised for 24 hours without prime issues occurring. A 29 hour delivery accuracy test was performed and found that the pump was delivering within specification.

Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The review of the pump history indicated that the pump tubing was not adequately primed resulting in under delivery of insulin. The pump user guide instructs the patient to prime the tubing until 5 drops are seen coming from the end of the tubing.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting a high blood glucose up to 24.4 mmol/l with symptoms of lethargy and blurry vision. The reporter indicated that after changing the infusion set, the pump boluses were not working to decrease blood glucose. The pump history was reviewed and found that the prime history showed that the tubing was only primed for 6.9 units. The reporter also indicated that the site may not have been inserted correctly at the time of the elevated blood glucose levels. This report is made based on the allegation that the patient experienced hyperglycemia related to inadequate prime volume for replaced tubing.